Event description:
Pt data not available or visible while attempting to view the images at the account. The data was not available. The type of images that were not available were orthopedic x-rays. The pts would need to re-imaged to regain images.

Manufacturer narrative:
There is no established expiration date for this device. Device manufactured date is unk at this point. Further attempts will be made for this info. Evaluation codes will be submitted upon completion of investigation. This is not a single use device.